Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus france (ofr). Ofr checked the subject device and found the following: the light guide lens shocked; the glue of the bending section rubber was worn out; omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. First time; (B)(6) 2021. Rinsing liquid for all channels: klebsiella pneumoniae (9 cfu) and micrococcus luteus (2 cfu). Second time; (B)(6) 2021. Suction channel and instrument channel : pseudomonas aeruginosa (>250 cfu/endoscope). Rinsing channel: pseudomonas aeruginosa (32 cfu) and klebsiella pneumoniae (15 cfu). Air/water channel: pseudomonas aeruginosa (80 cfu) and klebsiella pneumoniae (14 cfu). Instrument channel : klebsiella pneumoniae (>250 cfu/endoscope). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.